Event description:
I am a type 1 diabetic and I use an insulin pump integrated with the dexcom g6 cgm to treat my condition. This is a medical device that requires a sensor be inserted under the skin every ten days. The sensor connects to a device on top of the skin which is secured in place with adhesive. Dexcom has recently made changes to this adhesive. The adhesive is incorporated into the device and there is no way to use the device without using dexcom's provided adhesive. I have experienced a severe rash with every sensor changed since the adhesive formula was altered, beginning in (B)(6). My most recent issue occurred on (B)(6). I would describe the rash as a chemical burn. Upon removal of the adhesive, the top layer of my skin is flayed away. It is red, open in places, blistered in places and oozing. It is extremely painful both while wearing the sensor and upon removal. The rash typically takes up to three weeks to fully heal. The sensors can only be placed on certain areas of the body and given how widespread the rash has become, I am running out of usable sensor sites. I have reported every occurrence to dexcom. They have stated this is usual however, as a member of many (B)(6) user forums, I know many people are experiencing similar chronic issues since the adhesive formula was changed. I've worn a dexcom cgm since 2014 and have never had any reaction to the previous adhesives. FDA safety report ID# (B)(4).